Manufacturer narrative:
Product status: the impella device was not received from the customer; there is uncertainty what happened with the device after the patient's demise. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are section: potential adverse events- ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings, cautions & precautions- ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient undergoing right heart catheterization was implanted with an impella cp device for mechanical circulatory support. While on support, the patient suffered an ischemic stroke with minimal left sided weakness noted. Support continued uninterrupted for two more days, at which point the patient's family made the decision to withdraw care. The patient expired following pump removal.

Manufacturer narrative:
The investigation was completed however there was no device returned. The root cause of the injury was unable to be determined due to insufficient clinical details. A device history review was done and passed all the post sterile inspection checks.